Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
As per attorney letter: I am instructed that on (B)(6) 2004, my client sustained injury, loss and damage as a result of an injury [...] My client instructs that she underwent a right hip replacement [...] On (B)(6) 2004. Your product, a stryker trident accolade un-cemented, was used for the hip replacement. Following the procedure, my client had a poor outcome requiring multiple repeat procedures including a linear replacement. Upon a second revision, my client underwent a second revision of her right hip replacement with bone graft (femur and acetabulum), [...] The surgeon retained the original hip implant, which he reported had deteriorated significantly causing metallosis and taper corrosion of the right total hip replacement with polyethylene wear and impingement. As a result of the implant used, my client has suffered significant injuries including ongoing back pain, referring pain to the groin and anterior thigh.